Event description:
The device was in for service when factory service identified excessive noise on the ECG signal. No pt involvement.

Manufacturer narrative:
MFR's evaluation summary. The device is automatic external defibrillator and the actual device involved was evaluated. The device returned for service when during testing, excessive noise was identified on the ECG signal. The cause of the failure was due to a broken internal wire in a transformer on the preamp circuit board that the investigation revealed would cause excessive noise in the ECG signal as well as intermittent loss of the ECG signal. Replacement of the circuit board resolved the issue. Upon circuit board replacement, the device performs to specifications. The device was repaired and returned to the customer.